Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of admission was over 600 mg/dl. The customer stated that the infusion set was not bent but that she was not receiving any insulin, subsequently causing high blood glucose levels. The customer stated that the insulin pump stayed on during the hospitalization and that she treated her high blood glucose with insulin pump therapy. Advised customer to call back when the issues occurred in order to properly troubleshoot. Nothing further reported.